Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with intra-peritoneal injections of imipenem (dosage and frequency not reported). The cause of the peritonitis was not reported. At the time of the report, the patient was recovering from this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.